Event description:
As reported by the edwards field clinical specialist, during a transaortic tavr procedure a partial upper sternotomy was performed and the ascending aorta was exposed. The retroflex 3 (rf3) dilators were inserted to gradually dilate the aorta in preparation for the ascendra 3 introducer sheath insertion. The ascendra 3 sheath was inserted into the ascending aorta and just as the valvuloplasty balloon was about to be inserted to perform the balloon valvuloplasty, the patient's blood pressure dropped rapidly to 50mmhg and an aortic dissection was observed on transesophageal echocardiogram (tee). The patient was immediately placed on cardiopulmonary bypass and converted to open repair of the aortic dissection and aortic valve replacement. The event was attributed to poor tissue integrity and lack of vessel elasticity in the aorta. Per additional information received from the edwards clinical specialist, the patient expired the night of the procedure. The causes of death were aortic stenosis and aortic dissection. This is one of two reports being submitted for this event.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. In this case, as noted in the report, a combination of patient factors (poor tissue integrity and lack of vessel elasticity in the aorta) and procedural factors appear to have caused this event. There is no indication this event was result of dysfunction of the ascendra 3 sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Please reference related manufacturer report no. 2015691-2013-21235.